Manufacturer narrative:
Date of event was reported as (B)(6) 2019. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 21-jan-2017, UDI#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019(month valid), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during a procedure to explant the patient¿s device system for an MRI, the lead was fractured below the tine. All that was left in the patient was the electrodes. It was noted that the representative was not present at the procedure. There were no further complications reported or anticipated.